Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 311 mg/dl. At the time of the report with tandem technical support, the customer reported that they were already in the process of obtaining a new pump and declined further troubleshooting.